Event description:
Pt had removal of silicone gel breast implants due to capsular contractures. Right implant removed and noted intact. Capsule removed in a piecemeal fashion due to adherence to underlying fascia. The left implant was removed and noted to be intact. The capsule was dissected free from the overlying muscle fascia which was adherent. Left breast implant weighed 215 gms and imprinted on the surface sac is number 220. Right breast implant weighed 215. Saline breast implants were implanted.